Manufacturer narrative:
Additional information received: ae relationship to device: not related ae relationship to procedure: possibly was unanticipated? Anticipated investigation arm: surgimend prs meshed outcome: recovered/resolved. Resolution date: 11-apr-2022.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted. FDA res# (B)(4).

Event description:
Study: patient reported fever, pain, redness and swelling since (B)(6). In (B)(6): on examination, minimal erythema left breast medially with no evidence of cellulitis, skin edema or seroma was noted. Patient was started on 10 day course of co amoxiclav. In (B)(6): patient seen back in clinic for follow up and reported feeling much better. Ae relationship to device: possibly. Outcome: recovered/resolved (B)(6) 2022.

Manufacturer narrative:
Surgimend was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined; however, a root cause of ¿data integrity issues¿ for endotoxin testing cannot be ruled out. On 23may2023, a voluntary recall was initiated for all products made the boston manufacturing site due to potentially high levels of endotoxin in the products. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A CAPA (corrective and preventative action) has been opened to address data integrity issues identified with in-process and finished goods endotoxin testing.